Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states back upholstery torn. Patient states the plug button on the back cane is missing and tore the upholstery. MDR filed.